Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, explanted: (B)(6) 2014, product type: lead. Product ID: 3587a, product type: lead. Product ID: neu_tlock_anchor, product type: accessory. Product ID: 3550-29, product type: accessory. Analysis of the implantable neurostimulator (ins) found no anomaly. Analysis of the extension found no significant anomaly. The body was cut through and segmented. Analysis of the adaptor found no significant anomaly. The outer insulation was melted. Analysis of the lead found no significant anomaly. The conductor body was broken due to overstress. Analysis of the anchor found no anomaly. Analysis of the boot found no anomaly. (B)(4).

Event description:
It was reported that the battery depleted prematurely and was replaced. There were no patient symptoms associated with the event. Additional information was received which reported that when the manufacturer¿s representative arrived at the end of the procedure, the surgeon had explanted the entire system due to the depletion. However, the surgeon didn¿t test the battery or try to ¿reload¿ it. The surgeon thought there was current leakage. The reporter indicated that it seemed like there was current leakage at the level of the adaptor. The new system ¿seemed good¿ because impedances during the procedure were ¿correct¿.

Manufacturer narrative:
Concomitant medical products: product ID: 748951, serial# (B)(4), explanted: (B)(6) 2014, product type: extension. Product ID: 74001, serial# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: adapter. Product ID: neu_unknown, serial# unknown, explanted: (B)(6) 2014, product type: unknown. (B)(4).